Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a 6w auxiliary drawer 1 fh is clicking instead of opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1, failed to open intermittently. The field service engineer adjusted the chassis rails by loosening them a bit and powered down the station. Then, the field service engineer removed the drawer from the station, examined the rails, found no damage. The drawer was returned to the station and the customer verified that the drawer opened normally after the rails were adjusted. The system functioned as intended after the field service engineer repaired the device.